Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not complete at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer ats 750 machine allegedly caused a burn on thigh of the patient on the plan of the armband. The pressure was at 350mm of mercury during 80 minutes.